Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient, the implantable pulse generator (ipg) was not working and "does not have some of the pieces of it." The ipg remains in use. No patient complications have been reported as a result of this event.